Manufacturer narrative:
Approximate age of device- 3 years and 5 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to the emergency room (ER) with complaints of chronic gastrointestinal bleeding (gi) and suffered a fall the morning prior to going to ER. The patient reported an isolated low flow alarm when attempting to stand up in the ER; however, remained asymptomatic at the time of the low flow. The log file submitted captured one low flow event which occurred (B)(6) 2019 at 0855 and reported to be associated with hypovolemia. Fecal occult blood performed, and the patient was transfused with unknown amount of packed red blood cells (prbc). The patient is being started on thalidomid and the reported bleeding is under control. The patients ongoing plan is observation. No additional information was provided.

Manufacturer narrative:
Additional information. A direct correlation between heartmate ii lvas, and the reported event could not conclusively be determined through this evaluation. The submitted log file contained approximately 6 days of data. Power and estimated flow slightly decreased throughout the file, while average pi increased. Of note, a single, transient low flow alarm was recorded on 03jul2019 when the estimated flow dropped below the 2.5 lpm alarm threshold. No other atypical alarms were observed within the log file. The pump speed remained above the low speed limit for the duration of the file and the pump appeared to function as intended. The heartmate ii lvas IFU lists bleeding as an adverse event that may be associated with the use of the device and provides information regarding the recommended anticoagulation therapy and inr range. Additionally, this document explains that the low flow hazard alarm is triggered when flow is less than 2.5 lpm. This IFU also states that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, result in reduced pump flows as long as the conditions persist. Pump flows are not restored to normal unless such conditions are treated. The patient remains ongoing on the device. No further information was provided. The manufacturer is closing the file on this event.